Manufacturer narrative:
External insulation abrasion was noted at 8.6-8.7 cm and 11.2-11.5 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of lead noise and over-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. The lead was extracted and replaced on (B)(6) 2020. The patient was stable throughout the procedure.